Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon tear occurred. The target lesion was located in the tibial artery. A 2.5 x 20 apex balloon catheter was successfully used during the procedure. During withdrawal of the apex balloon catheter into the non-bsc introducer sheath the balloon ripped. The balloon was removed intact. The procedure was completed with this device. No patient complications were reported and the patient's status is listed as fine.